Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The sample passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. Cycler remote toolbox indicated all pressures were correct and stable. A short simulated therapy was performed and completed successfully. Internal inspection performed revealed no problems and all connections were correct and secure. The device was determined to meet functional and electrical performance specification requirements per rite testing. A device history record review was not performed because it is not required for previously serviced electromechanical devices. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 103 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they did not experience any symptoms of an overfill. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.